Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral vein ttvr procedure with a 20 mm sapien 3 valve in a pre-existing surgical valve implanted 2 years ago, the commander delivery system did not fill during valve deployment. Per report, there was a hole in the balloon. Per report, the hole was possibly due to loading on a turn. The delivery system, and valve were pulled back into the esheath+ and removed as a unit. A new kit was prepped, and the valve was implanted successfully. Per pre-decontamination findings, the distal portion of tip was observed to be missing.

Manufacturer narrative:
The device was returned to edwards lifesciences, and the following was observed: esheath liner is fully expanded, distal tip appears to not have opened along the axial score line, and the distal tip is torn radially along distal edge of liner with separated portion not returned; slant score line present. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. The complaints for esheath distal tip torn and system components separate during use were confirmed per evaluation of the returned device. Per evaluation of the returned device, the sheath distal tip was observed to be torn radially along the distal edge of the liner. The failure mode is characteristic of sheath tip tear events as described in a previously initiated product risk assessment and CAPA. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the distal tip tear. Per training manual 'crimped thv aligned on balloon is larger than crimped thv off balloon. Take care if deciding to retrieve'. It is also possible that withdrawal of the delivery system with the crimped valve aligned on the inflation balloon may have led to the delivery system to catch onto the torn distal tip, separating it as it was withdrawn. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or procedural factors (withdrawal of crimped valve) may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.